Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 10101-q is not a valid number, please confirm the lot number of the product that experienced the alleged deficiency. Unk. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was incorrect; therefore, a manufacturing record evaluation could not be performed. If further details are received later a supplemental medwatch will be sent. The following information was requested: 10101-q is not a valid number, please confirm the lot number of the product that experienced the alleged deficiency.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate h6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. The following information was requested, and the following was received: please provide lot number =>10101-q d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent unknown orthopedic surgery on an unknown date and suture was used. During the interrupting suture, the control release was detached easily. It was a control release needle. There were no patient consequences reported. Additional information was requested.